Event description:
Following a ventricular tachycardia (vt) ablation procedure, a power issue was noted and the case could not be completed. When trying to ablate, the power delivered did not rise above around 20w even though the settings for the rf generator limits were: 40w, 43 degrees celsius. The temperature was limiting the power and an attempt to raise the irrigation flow from 17ml/h to 30ml/h did not resolve the issue. Different locations were tried as well, but the issue persisted and the case could not be completed. One week post procedure, the procedure was re-done without issue due to the recurrence of vt episodes. Upon review of the case, it was determined that the temperature was going up when applying rf instead of going down due to the irrigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported temperature problem and subsequent cancellation remain unknown.